Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cadd giving sets from this lot leaked at the junction near the loading cassette. The patient had used other sets from the same lot without any leaks. There was patient involvement, but no harm reported.